Event description:
Customer reported low blood glucose symptoms and called emergency medical technicians (emts). The customer tested 77 mg/dl on the compact plus system, and 21 mg/dl on the professional system within 10 minutes. The customer was treated with juice and glucogel, which she was able to consume on her own. The customer was taken to the hospital for further evaluation; no further medical treatment was needed. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.